Manufacturer narrative:
The sterilization records were reviewed, and no evidence of abnormal sterilization cycle was found.

Event description:
During an unrelated procedure, vegetation was observed on the right ventricular (rv) lead. A hemoculture was performed with a positive result for infection. At a later date, the device, rv lead, and atrial lead were explanted. No further intervention was performed to address the infection. The patient was in stable condition.